Event description:
The recipient is reportedly experiencing electrode migration. Imaging confirmed electrode migrated with suspected rupture of the beam and an electrode remaining at the bottom of the cochlea. Revision surgery is scheduled.

Manufacturer narrative:
Corrected information: section b.5, h.10. Additional information: section d.9. Imagine reading was incorrect. There were no damaged electrodes suspecting a rupture of the beam. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. Imaging confirmed electrode migrated with suspected rupture of the beam and an electrode remaining at the bottom of the cochlea. Revision surgery is scheduled.

Manufacturer narrative:
Additional information sections: b.3, d.6b & h.6. Corrected information: section: b.5. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Imagine reading was incorrect. There were no damaged electrodes suspecting a rupture of the beam.